Manufacturer narrative:
Unit received stuck in a48 alarm loop during power up. Problem isolated to m/b. Unable to confirm motor error or excessive no delivery alarms due to a48 alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, an unexpected restart, an additional error alarm, and a blank display. Blood glucose level at the time of the incident was 122 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.